Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6: medical device problem (add 2896-communication or transmission problem), a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a faulty cable, the cable was broken because water entered from the deformed part or a cut on the focus button. The event can be prevented by following the instructions for use which state: 1. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. 2. Ensure proper power condition at site (proper grounding & no voltage fluctuation) 3. During fumigation equipment must cover or moved to other area. 4. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. 5. Clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head sometimes had very noisy, flickering image, and sometimes the image disappeared. The event was found at maintenance. There was no procedure involved/planned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found very noisy image, flickering and sometimes disappearing image, and occasional scope communication error (e216) displayed on monitor, due to faulty cable unit. In addition, switches were not working, focus switches were deformed/cut, water leakage from the focus switches, and video connector was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.